Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she damaged the sensors when removing them from the pedestal. The customer's reading was unknown. The customer was sent replacement sensors, and was advised to return the broken ones for analysis.